Manufacturer narrative:
Update to b4, g3, g6, h2, h6, and h10 to reflect no device return evaluation. As the device was not returned for evaluation, therefore no visual inspection, function testing or dimensional testing could be performed. No imagery was returned for review. Review of IFU/training material is captured in technical summary written by edwards lifesciences, which applies to this complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed based on medical report. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, following thv implantation, ''the leaflets of the new sapien did not appear to be moving, thus allowing for the severe ai'' and ''patient's blood pressure was slow to recover.'' Per medical record review, ''it is not known if the ai was caused by the low pressure but may have been the cause.'' Low blood pressure (or hypotension) may result from slow recovery of ventricular flow, which can lead to central regurgitation as the leaflet requires back flow/pressure for proper leaflet coaptation. Furthermore, excessive inflation, deflation or pacing may in turn result in slow recovery of blood flow. According to the medical record, pro-longed pacing was necessary during procedure/valve deployment. As such available information suggests that patient factors (hypotension, slow recovery of blood flow) and/or procedural factors (pro-longed pacing) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that during after implantation of a 23 mm sapien 3 ultra, a second valve was required due to severe aortic insufficiency (ai). As reported, the patient was brought to the cath lab directly from dialysis. Left ventricular ejection fraction (lvef) was approximately 35% at the start of the procedure. The patient had a challenging peripheral anatomy that required usage of an 18 fr dilator prior to insertion of the 14 fr esheath. The esheath was inserted without complications. The native valve was crossed but a mean arterial pressure of 45-48 mm was noted. The valve was implanted in routine fashion at an appropriate depth. However the patient's blood pressure was slow to recover and a short angiogram was performed with contrast to assess the potential for an annular rupture. No rupture was apparent but severe ai was noted and the leaflets of the new sapien valve did not appear to be moving, thus allowing for the severe ai. Bp continued to decline and a second valve was prepped and implanted in an attempt to eliminate any potential leaflet malfunction of the implanted sapien. It was later discussed that the low (<20 mm pulse pressure) that there may actually have been insufficient pressure. Multiple drips and CPR was started after implant of the second valve. After an extended time of CPR, it was decided to place the patient on an impella. After implant of the impella, CPR was again continued. Eventually an adequate, sustainable blood pressure was achieved. Angiograms were then performed within the ascending aorta, descending aorta, peripheral vessels, and selective engagement of both coronaries. No rupture or fistula was noted in any of the angiograms. Both coronaries were revealed to be widely patent. Patient was found to be stable with the impella and the procedure was discontinued with a fully functioning aortic valve replacement.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b6 and b7.